Manufacturer narrative:
Other text: d3, g1,2 email is: (B)(4). No product was returned. The investigation determined the most probable cause to be a programming error, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an error message to check for empty tubing or reservoir twice. Unable to remove cassette as it is locked in place. Battery cover opened and closed. Remove and reattach cassette. Pump turned on but pump alarm silenced, and battery cover opened and closed once again, and alarm persists. Pump powered off and tubing remains clamped. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.